Manufacturer narrative:
Date of event is unknown to brainlab. A risk to the patient's health could not be excluded for these specific circumstances, since the patients were irradiated in another position than intended, although: there is no indication of an error or malfunction of the brainlab device. The corresponding measures to minimize this anticipated risk to be as low as reasonably practicable are already in place . No negative clinical effects to the patients were reported due to this issue according to the results of brainlab investigation, the root cause for the incorrect patient position is an insufficient fusion between drr and x-ray images, that was apparently not detected during required verification and/or not corrected before patient treatment (despite according functionalities are available in the software). In these specific cases, CT images with contrast agent were acquired and used for drr calculation. If fused to x-ray images without contrast, this may result in a non-ideal fusion. Independent of CT image used (with or without contrast), the user always is required to verify and accept the fusion result. There is no indication of a malfunction or quality or performance issue with the brainlab device. According brainlab measures to minimize this anticipated risk to be as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results, offer an additional training to users at this hospital. Device not available for evaluation.

Event description:
The hospital informed brainlab that two different patients, who had been positioned at the linear accelerator using the brainlab exactrac x-ray positioning system, were likely treated in an erroneous position. For determining the correct position of the patient for treatment x-ray images have been obtained, which are automatically fused to the digitally reconstructed radiograph (drr). From this the software calculates the required shift to be applied to position the patient / target for the irradiation. For both patients, the issue was detected in a control by the hospital after a few fractions (unknown how exactly detected and after how many fractions). According to the hospital, an extra fraction was added to the treatment schedule to compensate for target non-coverage. No negative clinical effects to the patients were reported due to this issue.